Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had si joint pain relief for nine months but later complained of a recurrence of pain symptoms. The surgeon determined that the middle implant may have been loose. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the middle implant and replaced it with a wider implant of the same type to help fixate the si joint. The status of the patient following the revision is not known.